Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A nurse reported that during a vitrectomy the light source was not working. The planned laser portion of this procedure was canceled. The patient has been rescheduled to have the laser as an in office procedure.

Manufacturer narrative:
The system was examined and tested. The company representative found the system to meet product specifications. However, it was determined that the laser indirect ophthalmoscope (lio) was non-conforming. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. Based on qa assessment, the system met specifications at the time of release. The lio was examined and tested. The company representative found an issue with the lio headset¿s bulb socket was non-conforming. The part was ordered and sent to the customer for self-replacement. No additional service intervention was required. Based on qa assessment, the lio met specifications at the time of release. The root cause of the reported event(s) can be attributed to a nonconforming knurled bulb socket. However, how or when the part became nonconforming cannot be determined conclusively. (B)(4).